Manufacturer narrative:
Product complaint #(B)(4). Batch # r5ak3h. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the staple retainer was received the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open anterior resection, the anvil had a difficulty in being removed from the trocar during use. The device was used between the rectum and the anus. The anvil was removed forcibly, and the same device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the procedure, the same issue was confirmed and the anvil also had a difficulty in being attached to the trocar. No further information is available.